Manufacturer narrative:
The investigation for the access site bleed has been completed. Pump was returned for evaluation. No abnormalities were found upon visual inspection. Pump 5s parameters were found to be within range. Pump was run in a bucket of water for approximately 5 minutes and no abnormalities were observed. Clinical details patient had thrombocytopathy with a very high risk of bleeding unrelated to impella. The root cause of the access site bleeding - major was most likely due to patient's thrombocytopathy condition. G1-corrected reporting contact facility name and address. G1-corrected MFR site name and address. H6 component code 4755 changed to 925.

Manufacturer narrative:
The impella device has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported an unknown age patient with post cardiotomy cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and during support the experienced oozing from femoral impella access site around the sheath. The patient was given one unit of red blood cell concentrate and was on anti-coagulants. Manual pressure was used to successfully achieve hemostasis.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Pump was returned for evaluation. No abnormalities were found upon visual inspection. Pump 5s parameters were found to be within range. Pump was run in a bucket of water for approximately five minutes, and no abnormalities were observed. Clinical details noted that a discrepancy was observed between the pump placement signal issue and patient's arterial line pressure. The root cause of the optical signal issues was most likely due to patient condition. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. B5 updated to include optical signal issue description. Corrections that were made from the initial manufacturer device report number 1220648-2024-12553. B7 other relevant history, including preexisting medical conditions, updated. D10 concomitant medical products and therapy dates updated. E4 was erroneously marked "no" in the initial report. G1 reporting contact email updated.

Event description:
The complainant also reported that a discrepancy was observed between the pump's placement signal and the patient's arterial line pressure.